Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse voltage) has been confirmed. Upon investigation, the monitor failed incoming testing and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor delivers pulse voltage flags.